Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr) and is therefore inappropriate. The shock is suspected to accelerate the patient's rhythm to ventricular tachycardia (vt), that the device detected as ventricular fibrillation (vf), and the patient was shocked again. It was also noted that the right atrial (ra) lead had decreased p-waves and undersensing. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.